Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/20/2024, it was reported that the patient experienced a hypoglycemic seizure, the cgm was reading 85 mg/dl and the blood glucose reading was 40 mg/dl. The patient´s mom bought a juice and called an ambulance. The patient was brought to the hospital and received treatment with intravenous fluids and lactated ringer (they were worried about the patient´s lactic acids). After treatment the cgm reading was 146 mg/dl and the blood glucose reading was 198 mg/dl. The patient was discharged the day after the event, and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.